Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later complained of left side radicular pain. The surgeon determined that the superior positioned implant was impinging on the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he backed up the implant a few millimeters, but did not remove it, to relieve the impingement. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.